Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4) used on an ambulance while transporting the patient to the emergency room (ER). The patient was unresponsive and diaphoretic. The patient's daughter tested the patient on his personal glucometer and got a result of 1.7 mmol/l. The patient's daughter re-tested the patient on his personal meter and got a result of 2.0 mmol/l. The times were not provided for these results, however, they were taken prior to the inform ii results in the ambulance. The patient was tested on the inform ii meter at 2:47 p.m. And the result was 16.1 mmol/l. The patient was tested again on the inform ii meter at 2:50 p.m. And the result was 11.0 mmol/l. The patient was still unconscious and in the ambulance at the time of these tests. The customer stated the inform ii meter had a flashing red light related to the battery at the time of the results. At an unknown time later, the patient started to come around and was given orange juice. The patient was tested again at an unknown time on the inform ii meter and the result was 4.2 mmol/l. There was no allegation that an adverse event occurred due to the inform ii system. The customer stated the meter did not produce any errors on the day of the event. Qc was run the morning of the event with passing results. Following the event, the customer replaced the battery and charged the meter. The customer performed precision tests and ran qc 10 times in a row. All results passed. The customer also ran a patient correlation between the inform ii meter and the laboratory. The results compared well to one another. The meter and test strips were requested for investigation.

Manufacturer narrative:
The patient¿s meter and test strips were returned for investigation. The returned meter and strips were tested with retention controls. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Vial 1 results: level 1: 2.3, 2.4, 2.3 mmol/l, level 2: 16.0, 16.4, 15.9 mmol/l. Vial 2 results: level 1: 2.3, 2.4, 2.4 mmol/l, level 2: 16.3, 16.2, 16.4 mmol/l. Vial 3 results: level 1: 2.4, 2.3, 2.4 mmol/l, level 2: 16.5, 16.4, 16.2 mmol/l. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields have been updated.